Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump failed to power on, displaying a blank screen despite a solid green charging indicator, and the device had a longstanding cracked screen; attempts to power cycle and use alternate power sources were unsuccessful, and a replacement device was provided. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency intervention, and no hospitalization. Investigation included collection of usage details and return logistics for analysis. Investigation of this case revealed a suspected hardware failure associated with a damaged display assembly that prevented device activation, consistent with a nonfunctioning user interface and power/display subsystem. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.